Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that critical care unit (ccu) had one sensica device out of service and the issue was failure to sense the foley probe. The device was sent to biomed before getting any device information. As per the follow up information received on 06may2022, the sensica ring was not being recognized. As per the follow up information received on 06may2022, the sensica device was checked by biomed and found no issues with either of the reported events. There were no repairs needed. It was unknown if there was patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device was operating appropriately per biomed evaluation. The device history record was not reviewed as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The reported event was unconfirmed, labeling/packaging review was not required. The device was not returned.

Event description:
It was reported that critical care unit (ccu) had one sensica device out of service and the issue was failure to sense the foley probe. The device was sent to biomed before getting any device information. As per the follow up information received on 06may2022, the sensica ring was not being recognized. As per the follow up information received on 06may2022, the sensica device was checked by biomed and found no issues with either of the reported events. There were no repairs needed. It was unknown if there was patient involvement.